Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise and a rise in pacing impedance. The lead was capped on (B)(6) 2024. The device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was prophylactic. The patient was stable and asymptomatic.